Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system¿s battery charger stopped working, resulting in a charging problem with the pump; a replacement charger was shipped to the user. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user or their representative and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with the battery charger, consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.